Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the reachargeable battery of the sound processor was found to have melted while in the charging station in (B)(6) 2012 (specific date not reported). The equipment was requested to be returned to the manufacturer, and a replacement was sent. There are no reports of patient injury associated with this event.